Event description:
Per provider, chair runs intermittently. Dealer called back and spoke with ap in tech and advised, dealer states chair will randomly power off by itself. Dealer says no flaking lights, no faults. Batteries test good.